Event description:
It was reported that the system 9900 would not initialize prior to a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that an internal circuit breaker had tripped. The breaker was reset. The system was tested and found to be working as intended and placed back into service.